Event description:
Rn from prescribers office stated that she infuses patient every other week. Nurse stated that pump spontaneously stopped working. Stated that she had patient connected to pump for 2 hours but nothing happened. Nurse stated that she didn't know how much medication the patient got. Nurse is requesting that we send 1 extra dose for patient. Advised nurse that we will send return box for pump. Also spoke with lpn, I advised her of pump malfunction during today's [ (B)(6) 2022] infusion for fabrazyme, nurse advised they are not sure how much dosing the patient received as pump wasn't working for about 2 hours. I advised new pump is being shipped out and per mom patient will dose as scheduled in 2 weeks on (B)(6) 2022. Prescriber is aware. Pump did not allow for full dose. No indication if pump malfunction caused any issue. Mom stated they will take next dose 2 weeks from infusion date. Return box sent to return malfunctioning pump. New pump to be sent. Reported to (B)(6) by health professional.